Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death -- estimated. Unique device identifier (UDI): (B)(4). The stent remains in the patient; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and death as listed the xience prime everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure with placement of a 3.5 x 23 mm xience prime stent in the proximal left anterior descending (lad) artery and a 2.75 x 18 mm xience prime stent in the 1st obtuse marginal artery. On (B)(6) 2014, the patient began to experience chest pain and was rehospitalized on (B)(6) 2014. Medication was administered. The physician informed the patient and family that the patient was critically ill; however, the patient and family requested the patient be discharged to home. On (B)(6) 2014, the patient was discharged to home. On an unknown date in (B)(6) 2014, the patient died at home due to unknown cause. No autopsy was performed. No additional information was provided.